Event description:
Customer received a blood result of 575mg/dl on her contour meter. She took insulin and ate a meal. She later passed out and was rushed to the hospital. While in the ambulance the customer's blood was tested and the result was 45 mg/dl. She was given glucose IV. At the hospital she tested her blood again on her contour meter and received a 579mg/dl. The nurse retested the customer's blood with a different meter and received a result of 189 mg/dl. The difference between the 579 and 189mg/dl readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer has been using the control solution as a cleaning agent. The customer was advised to return the test strips for evaluation. Replacement strips and meter were sent to the customer.